Event description:
The customer reported three implants which were placed in 2009. Amoxicillin was prescribed to the patient after being implanted, though no infection was reported. The patient returned to the physician at approx 40 days later, with the left implant slightly exposed. The physician prescribed bactrim ds and the patient returned home. At about 4 days later, the physician had trimmed the implant. At about 3 weeks later, the patient returned to the physician, and the implant was replaced. The patient later reported swallowing problems, and an infection was detected by the physician. The antibiotic levaquin was prescribed at that time.

Manufacturer narrative:
The customer disposed of the implants, and will not be returning samples for evaluation.